Event description:
The customer alleged the 840 stopped cycling while in use on a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop error code in memory. The cse replaced the analog interface pcb. The unit passed extended self testing.